Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer states that there are pieces of lines chipped off the lcd screen of the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to remove the battery cap due to the original battery leaked acid inside and sealed battery cap. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump had no chip on the screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.